Event description:
It was reported that there was leakage during priming of bd alaris¿ lvp 20d dehp 3ss cv. This occurred 3 times, however, no patient impact reported. The following information was provided by the initial reporter: I am reporting a quality issue with the bd alaris pump infusion set 2426-0500. Pharmacy was priming the IV set and there was a leak around the bottom of the drip chamber where the tubing goes into it. I have the leaky set - did not affect the patient as it was caught before administration. According to my IV room technician this has happened 3 times in the last month - I finally got him to save a set and get lot/exp.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the customer reported separation at the drip chamber and returned one used sample. The sample of material 2426-0500 confirmed the failure and leaked at the drip chamber, and the complaint is verified. The sample was returned intact, and after the leak was found during priming, the tubing was pulled off of the drip chamber for investigation. The tubing came off easily, and the inner post of the drip chamber came out with it, still inside of the tubing. The root cause was deemed to be excess solvent. Device history record review for model 2426-0500 lot number 22043111 was performed.

Event description:
It was reported that there was leakage during priming of bd alaris¿ lvp 20d dehp 3ss cv. This occurred 3 times, however, no patient impact reported. The following information was provided by the initial reporter: I am reporting a quality issue with the bd alaris pump infusion set 2426-0500. Pharmacy was priming the IV set and there was a leak around the bottom of the drip chamber where the tubing goes into it. I have the leaky set - did not affect the patient as it was caught before administration. According to my IV room technician this has happened 3 times in the last month - I finally got him to save a set and get lot/exp.